Event description:
Infant found suspended by pulse oximeter probe cord after falling out of left rear isolette port hole. Problem due to design defect which allowed door gaskets to be installed improperly. Infant sustained skull fracture which did not require treatment.